Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. In addition, the helix was difficult to retract/remove. This lead was never in service and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. In addition, the helix was difficult to retract/remove. The dislodgement was confirmed through fluoroscopy. This lead was never in service and will be returned for analysis. No adverse patient effects were reported.